Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed the cartridge and resumed insulin therapy.